Event description:
It was reported that the procedure was to treat the superficial femoral artery (sfa) with moderate calcification. The emboshield nav 6 embolic protection system (eps) was prepared successfully and deployed without issues. However, the procedure was almost finished when it was noted through angiogram that the nitinol wire around the basket got exposed from the filter basket. There were no issues during retrieval and the emboshield nav 6 was removed from the anatomy completing the procedure. No debris was left in the patient and per the physician, the filter worked fine. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the superficial femoral artery (sfa) with moderate calcification. The emboshield nav 6 embolic protection system (eps) was prepared successfully and deployed without issues. However, the procedure was almost finished when it was noted through angiogram that the nitinol wire around the basket got exposed from the filter basket. There were no issues during retrieval and the emboshield nav 6 was removed from the anatomy completing the procedure. No debris was left in the patient and per the physician, the filter worked fine. There was no adverse patient effect and there was no clinically significant delay in the procedure. Subsequent to the initially filed report, the following information was provided: the guide wire was exchanged for a non-abbott guide wire for orbital atherectomy system (oas). No additional information was provided.

Manufacturer narrative:
H6: medical device problem code 2017-failure to follow instructions. Visual analysis was performed on the returned product. The reported damage to the filter basket was confirmed. The lot history record (lhr) for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the packaging was not returned. Cine images were provided and reviewed by an abbott clinical advisor who concluded the following: the images provided do show the damaged filter basket. The filter basket was returned mounted on a non-abbott guide wire. Based on the images provided, the filter basket was apparently removed from its pre-mounted position on the barewire¿ and then remounted on the non-abbott guide wire. This is proven due to the fact that when the recovery catheter is used it requires that the guide wire and basket be in place within the patient prior to the basket capture and collapse. While the use, and replacement, of an alternate barewire¿ is detailed in the instructions-for-use (IFU) the warnings state only the barewire¿ should be used. The root cause for the reported device damage can be attributed to the use of a non-abbott guide wire and subsequent interventional device interaction with the basket. It was determined that the emboshield nav6 was used with a non-abbott guide wire. It should be noted that the emboshield nav6 instruction for use warns: ¿only use the barewire filter delivery wire. Use of any guide wire other than the barewire filter delivery wire will lead to the loss of the filtration element or an inability to retrieve the filtration element.¿ additionally, section 8.6 instructs to ¿perform the required interventions over the barewire filter delivery wire. Maintain adequate distance between the proximal end of the filtration element and the most distal tip of any interventional device.¿ section 4.1 general warnings: ¿the safety and efficacy of the emboshield nav6 embolic protection system has not been demonstrated with atherectomy devices other than the turbo-elite laser atherectomy catheter, jetstream single cutter (sc) atherectomy catheter, jetstream expandable (xc) atherectomy catheter and turbohawk peripheral plaque excision system. In this case, the damage to the nav6 filter does not appear to be the result of using a non-abbott guide wire, but rather interaction between the atherectomy device and filter. The investigation determined that the reported difficulties were likely due to circumstances of the procedure. It is likely that during the procedure, clearance between the inner diameter of the non-abbott atherectomy device and outer diameter of the non-abbott guide wire was reduced causing an excessive torsional load to the filter support structure resulting in the noted fractures. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 2017 added.